Event description:
Customer reported the nurse¿s station did not activate when the patient¿s weight was lifted from the sensor pad. At the time of the initial report, the customer reported there was a patient incident but was not able to provide any details of the incident or if any injury took place. Further investigation revealed that the patient fell during the first incident and suffered a second fall the next day. A CT scan was performed, which noted a subdural hematoma. Due to the proximity of the falls, it could not be determined if the injury occurred due to the first or second fall. There was no allegation that the alarm caused or contributed to the second fall, and the patient was subsequently discharged.

Manufacturer narrative:
Results: the device was returned to posey for evaluation. Evaluation could not confirm the reported issue. The unit sent a signal to activate the nurse call test fixture when weight was removed from the sensor pad, as intended. The unit did not send a signal to activate the nurse call test fixture when weight was applied on the sensor pad, as intended. However, when the nurse call cable was wiggled, the nurse call test fixture momentarily toggled on and off (rather than remaining constant). Once the movement of the nurse call cable ceased, the signal to the nurse call station once again remained constant. Further, at no time during evaluation did the unit fail to send a signal to nurse call test fixture. The only effect of the damage was the signal could momentarily blink rather than remain constant. It is unlikely that this blinking could have contributed to the patient incident as it is transitory and almost imperceptible to the naked eye. Although the root cause of the damaged to the nurse call receptacle could not be determined, the unit was approximately four years old at the time of the event and numerous areas of physical damage were noted during evaluation (cracks to the battery compartment and moisture damage on the battery flats, contacts and dc jack). Therefore, it appears the damage was likely the result of normal wear and tear. All complaints are trended and reviewed by management on a monthly basis. As a part of the monthly review, trends and excursions above control limits will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. Note: posey instructions for use, warns the user to, "the posey keepsafe deluxe is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or when the chair belt sensor is unfastened.